Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found leaking cell rinse tubes and replaced them, performed a mechanism check, adjusted the cell blank and detergent levels, and adjusted sample probe alignment. The customer performed a hardware check successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable alb2 albumin gen.2 results for 4 patient samples on a cobas 8000 c702 module. For sample 1, the initial result was 92 g/l. The repeat result was 37 g/l. For sample 2, the initial result was 80 g/l. The repeat result was 42 g/l. For sample 3, the initial result was 71 g/l. The repeat result was 42 g/l. For sample 4, the initial result was 58 g/l. The repeat result was 37 g/l. The samples were also repeated on another line which confirmed the rerun results. No questionable results were reported outside of the laboratory. The repeat results were deemed correct.